Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that the facility has been having frequent upstream occlusion alarms with spectrum pumps while infusing blood at a rate of 999 ml/hr during therapy (programmed amount unknown). It was also reported that there was no patient injury.